Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the arm, between 36 and 48 hours, the blood glucose (bg) levels exceeded 20 mmol/l (360 mg/dl) the site became painful, uncomfortable, inflamed, irritated and infected with pus coming out the patient has gotten antibiotics (name unspecified) from doctor to be taken 4 times a day for 7 days.